Event description:
As reported, it was a case of a 29mm sapien3 valve implanted in the aortic position by transfemoral approach. During the procedure, an initial attempt to insert the sheath from the left side was unsuccessful. Upon sheath withdrawal, a small amount of unfolding at the tip was observed. As a result, rightside access was used as an alternative. A second esheath was used; however, resistance was again encountered during insertion. Despite visible signs of sheath unfolding at the tip during advancement, the sheath was ultimately inserted into the patient. Resistance was encountered when advancing the delivery system through the sheath and the valve exited through the side of the sheath due to tortuosity, and an attempt to withdraw the valve was unsuccessful as it appeared to be stuck outside of the sheath. The sheath was removed from the patient. The procedure progressed to successful deployment of a second 29mm sapien 3 valve. No patient injury was reported, and the final patient status was stable. As per information provided, the root cause of the event was related to tortuosity through stent.

Manufacturer narrative:
The lot number is unknown. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation.the device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: evar stent implanted in access vessels, and significant tortuosity distal to evar. A kink and damage of the esheath was visible. The valve got stuck after exiting the esheath tip with an initial attempt to implant the valve in the iliac section. Fluoroscopy demonstrates the ds with the valve positioned outside the sheath.a review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for difficulty introducing sheath was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (tortuosity, pre-existing device) likely contributed to the event as per imagery evaluation there was tortuosity and a pre-existing stent in the access vessels. Tortuous patient anatomy can create sub-optimal angles that can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. Kinks or curvature along the sheath shaft/introducer can be indicative of the presence of vessel tortuosity. Pre-existing device may cause constrained section in the access vessel. Inadequate or constrained patient access site can cause difficulty during sheath introduction, potentially causing the distal tip/strain relief to catch onto the anatomy as it is advanced.the complaint for distal tip damage was confirmed based on evaluation of provided imagery. Available information suggests that procedural factors (high push force) likely contributed to the event as per information provided the tip damaged when inserting into the patient. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip, sheath shaft and/or introducer damage and/or shaft kinks if compounded with challenging anatomical factors.through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects.the complaint for difficulty advancing through sheath was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (tortuosity, undersized vessels) likely contributed to the event per imagery evaluation there was tortuosity and a pre-existing stent in the access vessels. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system.the complaint for liner punctured was confirmed based on evaluation of provided imagery. Available information suggests that procedural factors (device manipulation) likely contributed to the reported event. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.